Manufacturer narrative:
Manufacturer's analysis found that the battery drawer of the external pulse generator (epg) would stick on the lower case. It was also noted that the upper case had a broken boss. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg), originally returned as a loaner, subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.